Event description:
It was reported to covidien in 2009, that a customer had an issue with a hemodialysis catheter. The customer stated the ultem adapter was cracked and the catheter had to be replaced.

Manufacturer narrative:
Submit date: june 2, 2009. An investigation is currently underway; upon completion, the results will be forwarded.